Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and completed as planned by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that system video-out source of the flexvision was not available. Upon troubleshooting, fse found that video outsource was not available and high humidity. To resolve this issue, fse replaced flexvision pc and reinstalled software, uploaded new license and restored backup configuration, restarted system. The defective flexvision pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to outsource video occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A video outsource issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system video-out source of the flexvision was not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.